Event description:
It was reported that patient lost stimulation and an error is generated when the charger is communicating with the ipg. The sjm representative met with the patient and verified the issue. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.